Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2018 with a blood glucose level of 30 mg/dl. The customer was treated with orange juice. The customer also reported for multiple pump errors and they stated that they were able to successfully clear the alarm and rewind the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No trace pointers are invalid error, the hardware rtc date and time disagrees with the software maintained date and time error or the main arm cannot communicate with the motor arm alarm noted. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected post-reset ram crc alarm noted. However, software error found in the device history, problem isolated to the electronic assembly.